Event description:
The customer reported that the system would not display an image and there was just a square on the fluoroscopy screen. The x-rays were getting through and when the cable was moved the issue disappeared. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable was ordered. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.